Event description:
Customer states that the gens system produced artificially low hemoglobin as well as other hematology results on a specimen. Repeat testing of the sample duplicated original understated results. A freshly drawn sample from the same patient was obtained and produced higher results on a different instrument. There appears to be a system malfunction resulting in an unexpected sample dilution creating understated values upon analysis. The low results were questioned and no treatment was initiated or withheld based on these low results. Falsely low hematology results, especially hemoglobin, could be believable and used by a physician to initiate or modify a course of treatment. This inappropriate treatment has the potential to contribute to a serious injury.